Event description:
On (B)(6) 2026 it was reported that on (B)(6) 2026 the user experienced hypoglycemia with blood glucose (bg) reported as low as 62 mg/dl, resulting in loss of consciousness and seizure-like activity. Ems was called, the user was transported to the ER/hospital, treated with oral glucose, IV fluids, and anti-seizure medication, and discharged the same day. No long-term health effects were reported.

Manufacturer narrative:
The user experienced hypoglycemia with loss of consciousness and seizure-like activity requiring ems transport and ER/hospital treatment while on ilet therapy. Severe hypoglycemia can result in acute neurologic impairment requiring emergency medical intervention and is consistent with the reported loss of consciousness, seizure-like activity, oral glucose treatment, IV fluids, and anti-seizure medication. Engineering log review was not provided for this event. Based on available information, the cause of the event was inconclusive, and the hospital could not confirm whether the event was diabetes related. The user also reported discrepancies between dexcom g7 cgm readings and fingerstick values following the event, suggesting possible cgm accuracy concerns; however, no ilet pump malfunction was identified based on the available information. Based on available information, the event remains cause not established. If additional information becomes available, a supplemental MDR will be submitted.